Manufacturer narrative:
The product associated with this report will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Extrusion and wound dehiscence are surgical/physiological complications, and analysis of device generally does not assist inamed in determining a probable cause for these events. No additional information has been reported to inamed regarding the serial number.

Event description:
Reported by patient, as port incision did not heal and the tubing was coming out of the incision. Treatment consisted of removing the port and allowing the wound to heal with no port. Once wound. Healed a new port was implanted.